Manufacturer narrative:
The patient was taken to the hospital and had CT scans performed and he was diagnosed with a 20% l2 compression. He was prescribed percocet pain medication for 3 weeks and bed rest. Vertebra compression fractures occur frequently for various causes (diseases such as bone cancer, osteoarthritis, trauma, etc.) And typically heal with bed rest and pain management. Sometimes spinal bracing is included in the treatment. Surgical intervention is rarely required. Some patients experience persistent pain, progress to have spinal deformity and have the potential for spinal canal compromise. Therefore, vertebral compression fractures meet the criteria of a serious injury. The hill-rom technician evaluated the lift and found where the sling attaches to the lift, one side of the sling loop strap slipped out and the patient fell out of the sling. This is most likely to occur if an uneven lift is performed or a sling loop is not properly checked when lift tension is applied. Based on this information, no further action is required. The instruction guide for the likorall 200 (7en120114-6): under the operation section: lift correctly! Before each lift, make sure that: the sling loops at opposite sides of the sling are at the same height; all the sling loops are fastened securely in to the slingbar hooks; the slingbar is level during the lift. If slingbar is not level or if the sling loops is wrongly attached to the slingbar lower the user to a firm surface and adjust according to the instruction guide of sling in use.

Event description:
Hill-rom received a report from the account stating the patient fell from the lift and was injured. The lift was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).